Event description:
It was reported that during the use of the device for a non-clinical activity, the compressor would not shut off and kept freezing solid. Issue occurs the night before the case, as this is when they make ice for the next day's cases. There was no patient involvement.